Event description:
A discordant, falsely low magnesium result was obtained on one patient sample and a discordant, falsely elevated troponin result was obtained on a different patient sample on a dimension rxl max with hm instrument. The discordant results were not reported to the physician(s). The samples were rerun on a dimension xpand instrument and resulted as expected. It is unknown if the rerun results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant magnesium and troponin results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse performed a total service visit. The cse replaced a damaged sample conduit, the sample tubing, and the heterogeneous module (hm) pump heads. The water and hm wash systems were decontaminated. The sample drain position and the air pressure for cuvette manufacturing up were adjusted by the cse. Precision was run on quality controls for magnesium and troponin and resulted within specifications. The cause of the discordant, falsely low magnesium result and discordant, falsely elevated troponin result is unknown. This instrument is performing according to specifications. No further evaluation of the device is required.